Manufacturer narrative:
The device was returned to olympus for inspection. Error 105, a worn spacer and a consumed battery were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer sent in a video system center for an inspection. During inspection, e105 was observed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and applicable corrections. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the e105 (lighting lamp error) error code was due to a failure of the led unit. The investigation was unable to identify a definite root cause. Olympus will continue to monitor the field performance of this device.